Manufacturer narrative:
The reported event of unable to tighten both atrial and ventricular setscrews to the point of the torque wrench clicking was confirmed. Analysis revealed the user of the torque wrenches was incorrectly inserting the torque wrench into the setscrew inset stripping the inset. When the setscrew inset is being stripped it cannot be tightened. The user continued with incorrect wrench insertions until the ventricular setscrew inset was completely stripped. The atrial setscrew inset was partially stripped and damage also due to incorrect wrench insertions. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During attempted implant, the wrench failed to turn the set screw in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.